Event description:
I ordered my insulin pump supplies from medtronic and they were on back order due to quality. Now six months later, I ordered my supplies quick set and reservoirs and they are on another back order to quality. My a1 c since the issues had gone from 7 to 8.9. I am concerned that this may be from faulty supplies. Also I have had to send my pump back twice due to the serial number rubbing off. I have had three insulin pumps from medtronic and this is the first pump I have never had problems with.